Manufacturer narrative:
(B)(4). The device was received by baxter and the reported under-infusion could not be reproduced or confirmed. The pump was within design specification concerning this deficiency, and passed flow rate testing per the preventive maintenance procedure.

Event description:
It was reported that a spectrum pump under infused while delivering normal saline to a pt at a rate of 99 ml/hr. It was further reported that the volume to be infused was 1000 ml, and after 30 mins only 100 ml had been infused. It was reported that the customer was using baxter clear link primary tubing and a non-dehp catheter extension set. This occurred in the acute care area and there was no pt injury.